Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "possible" rupture.

Event description:
Patient reported left side "possible" rupture and discomfort. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported capsular contracture baker grade unknown and "can't lift arm up because of pain".

Event description:
Healthcare professional confirmed, capsular contracture, baker grade IV.

Event description:
Patient reported left side "possible" rupture and discomfort. Patient later reported capsular contracture baker grade unknown and "can't lift arm up because of pain". Healthcare professional later reported "capsular contracture baker grade iii." Healthcare professional later reported "grade 4". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed openings on the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient later reported capsular contracture, baker grade iii.